Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the patient information. Additionally, the initial reporter stated that, any missing material/damage occurred outside of the patient, no fragments fell into the patient, the patient had not returned to the hospital with regards to experiencing any post-surgical complications, and ports were placed at the time of the event.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken grip cable at the distal end. Failure analysis found the primary failure of broken grip cable to be related to the customer reported complaint. The instrument was found to have a broken grip cable at the distal end.

Event description:
It was reported that during a da vinci-assisted sacropolopexy with hysterectomy surgical procedure, the monopolar curved scissors instrument was unable to cut tissue. The procedure was completed with no reported injury.